Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The blue part came out of the transfer set. This occurred when disconnecting from the patient line after peritoneal dialysis therapy. The patient could not disconnect the transfer set from the patient line and went to the clinic to disconnect. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.